Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011679, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011679 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14 on 17/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b00058 was manufactured according to (wi) version 66 and manufactured on the machines sc05 & sc06, on 16/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5a04167 was manufactured according to (wi) version 66 and manufactured in the machine sc08, on 14/feb/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process was found unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set tubing detached on (B)(6) 2025. Infusion set was used for less than 24 hours. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.